Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an insert battery now error. The customer reported inserting a new battery and still receiving the same error. No troubleshooting was performed due to the customer disconnecting the call after stating the pump's now dead. The customer did not provide their blood glucose value at the time of the incident. The insulin pump will not be returned for analysis.